Event description:
In 2006 the lay user/reporter, the pt's mother contacted lifescan (lfs) alleging the one touch ultrasmart meter was giving the error 4 and error 5 messages. The technical svc rep (tsr) spoke with the reporter 2 days later to obtain and verify info. Four days earlier the pt obtained the error messages error 4 and error 5 on the reported meter. The pt had obtained her fasting blood glucose resut, coleslaw and took her blood glucose level, but obtained the error 4 and error 5 messages. The pt's mother treated her with four glucose tablets. Her mother contacted the diabetes educator nurse, who recommended the pt be brought to her office. Approx 45 mins later, the nurse educator provided the pt a new freestyle meter, and using this meter the pt obtained a blood glucose result of 6 mmol/l (converts to 108 mg/dl). The pt received no treatment following this result. Three weeks prior to this event, the pt's insulin regimen had been increased. The pt now takes nph insulin 12 units in the morning and 12 units before bedtime, and rapid insulin 12 units at dinner. The pt did not have testing supplies for her backup meter. The pt was unable to provide her expected dinnertime blood glucose results. The technical svc rep determined duirng the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and the testing room temperature was within meter specifications. The meter and test strips were replaced. The pt became hypoglycemic, was unable to obtain a blood glucose result on the reported meter due to the error messages, and required emergency med attention and treatment.